Event description:
It was reported that the patient had an atrial fibrillation ablation via the right femoral vein. The femoral artery was also cannulated for blood pressure readings and was closed with an angio-seal. A large hematoma developed post procedure which caused claudication in the right leg. The hematoma had to be evacuated surgically twice. The patient has recovered.

Manufacturer narrative:
No product was returned; therefore, an evaluation could not be performed. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. Based on the information provided to st. Jude medical, the cause for the reported event could not be conclusively determined. The angio-seal instruction for use (IFU) states should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention. The angio-seal device instruction for use (IFU) states that hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instructs the user to apply digital or manual pressure to the puncture site. If necessary, monitor pedal pulses.